Event description:
It was reported that patients ipg was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted battery was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about 2 months ago from date manufacturer was made aware.